Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor and contacted distributor for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support guided caller through complete pump reset, error did not recur after reset, and caller was instructed to wait 20 minutes before starting new sensor session, which caller understood and acknowledged.